Manufacturer narrative:
Drive support cap was inspected and no anomaly was noted. No delivery alarm noted during excessive no delivery alarm test due to faulty force sensor. The insulin pump received with scratched lcd window and cracked reservoir tube lip.

Event description:
Customer called in to report insulin pump alarming no delivery of insulin. Customer stated drive support cap is flush and blood glucose level is 300 mg/dl. Patient also states that pump has cosmetic damage and that she may have rolled over pump while sleeping. Advised device would need to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.